Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed to be dislodged on x-ray. The ra lead was placed back in the right atrium, the helix retracted and extended in that position. The ra lead remains in use. No patient complications have been reported as a result of this event.